Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "according to ultrasound and MRI it has become clear that the implant leaks". The device remains implanted.

Event description:
Healthcare professional later reported a capsular contracture, baker grade I.

Event description:
Patient reported, "according to ultrasound and MRI it has become clear that the implant leaks". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "according to ultrasound and MRI it has become clear that the implant leaks". Healthcare professional later reported a capsular contracture, baker grade I. This record relates to the right side. The device has been explanted.